Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
52 year old female presented with ami/ cgs. 10/16 underwent emergent impella cp placement for cardiac arrest and hrpci. 10/18 patient escalated to impella 5.5 via right axillary artery and vaecmo. 10/20 bleeding noted from axillary artery cutdown site, required 1uprbcs, pressure dressing applied (pt. With underlying coagulopathy secondary to liver disease). 10/22 to or for exploration of axillary site. 10/23 large mca stroke noted, care withdrawn and pt. Expired (organ donation) (B)(6).

Manufacturer narrative:
Corrected: d1, d4 (catalog & serial). Added: d3, e1. Stroke: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the bleed was was most likely patient condition related since patient had underlying condition of coagulopathy which likely contributed to bleeding.